Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the sgc was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to flush. There is no indication of a product issue with respect to manufacture, design, or labeling. H6. Removed code 4115. Added code 4111.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, the steerable guide catheter (sgc) was unable to flush. Therefore, the physician decided to replace the sgc. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to flush. There is no indication of a product issue with respect to manufacture, design, or labeling.